Event description:
The surgeon attempted to insert an 18.0 diopter aq2017v silicone three-piece lens but the injector overrode the lens and tore it. There was no patient contact or injury. The cause of the torn lens was the injector.